Event description:
It was reported that during an unknown procedure and after opening customer connected the battery but the instrument was not working; to recheck the same, customer opens up the new gun and used the battery to check the battery but problem was found in instrument the only.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024; d4 batch #492c92. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 492c92, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9dc4p, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.